Manufacturer narrative:
The following devices were also listed in this report: cat# 64952030; gmrs dist fem comp std l 65mm; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Information received from (B)(4) indicates the following: (B)(4). All components removed. Left knee.